Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced skin flap necrosis and device extrusion. The recipient was prescribed oral garenoxacin and levofloxacin, and a steroid ointment for 5 months. The recipient was hospitalized on (B)(6). The recipient's device was explanted.

Manufacturer narrative:
(B)(4). The recipient's site has reportedly healed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.